Event description:
When the physician withdrew the guide wire, he found that the tip of the guidewire was stretched. No impact to the procedure. The wire was used to go through the lesion and implant a stent. Target lesion was the 1st diagonal. It was bifurcated and a 30% stenosis. The physician felt the torquing was not as good as normal. The wire because caught during advancement.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Per lake region report (B)(4):lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01787432. (B)(4). The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from a sales representative indicated that the tip of the guide wire was found stretched after it was withdrawn from the patient. The target lesion was the first diagonal, with 30% stenosis and at a bifurcation. According to the account the wire was advanced to the lesion and "the physician felt that the torquing was not as good as usual" and the wire became caught during advancement. There was no impact to the procedure or the patient and the product was returned for evaluation. One non sterile sgw atw .014 str floppy 195cm was received inside a plastic bag. A kink was observed at 168.3cm from proximal end. The distal tip was received with a stretched condition. No other visual anomalies were found in the unit received. The guidewire was observed under microscope and a fracture was noted in the stretched area. Sem analysis was performed for the core wire to identify the cause of wire fracture over the coil tip and the results indicate that: the flat and the round core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01787432. This packaging lot contained (B)(4) units, which were shipped from lake region medical limited on july 6, 2009. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported customer complaint of unraveled stretched was confirmed through failure analysis. The distal tip was also found to be fractured. Review of the information provided suggests that procedural factors may have contributed to the reported event. There is nothing in the report or the failure analysis to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.